Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that stenosis was observed in the left main to proximal lad (including a bifurcation between the proximal lad and the mid lad). Another company's soft guidewire was delivered to the lad and the pilot 50 guidewire to the first diagonal for protection. Another company's stent was deployed in the left main to proximal lad, then a kissing balloon technique was performed in the lad and first diagonal. The procedure was completed successfully. The following day after the pci, hemorrhagic cardiac tamponade occurred. Pericardiocentesis was performed to remove the blood. It is unknown, when the perforation occurred during the procedure or if it was related to the guidewire. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information and the issue appears to be related to circumstances during the procedure. A perforation is a potential hazard described in the IFU and is not generally associated with a guidewire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Because there is no indication of a quality issue associated with the perforation, no root cause can be determined.